Event description:
Event description guidant received information that this implantable transvenous defibrillation lead and atrial pacing lead were explanted after being pulled back to the pocket. The physician suspected twiddler's syndrome.,